Event description:
Patient was scheduled for a mediport placement. Interventional radiology (ir) physician noticed kink in the sheath of the angiodynamics micropuncture set, exchanged it to a new set and completed the procedure. Fluoroscopy of chest was done, but physician did not recognize the fragment. Post procedure images showed a foreign object on patient's right ventricle. A piece of micropuncture catheter had fragmented and embolized to the right atrium (ra) and right ventricle (rv). Endovascular retrieval of the catheter was performed. The outer portion of the micropuncture catheter was successfully retrieved, with the inner portion of the catheter still retained between the ra and rv. Patient will be monitored as outpatient for any symptomatic arrhythmias and for any worsening mitral regurgitation (mr) with echocardiogram in 1 month, 3 months and 6 months per cardiology.